Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 358 mg/dl while using the ilet, and was advised that the pump would work to correct levels and to call back if no improvement occurred within two hours; the user later confirmed values were no longer trending upward and would call back if further assistance was needed. Symptoms included elevated blood glucose. Outcomes included self-correction via the device without escalation or hospitalization. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no alarms or alerts and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.